Event description:
The hudson modified trinkle attachment was sent for evaluation due to a competitor drill bit breaking off in the device during a procedure. No broken parts fell into the surgical site. The event lead to a 30 minute delay in which additional anesthesia was administered to the pt. The pt did not require any further medical intervention following the anesthesia. There were no further adverse consequences to the pt.

Manufacturer narrative:
It was noted during failure analysis that debris and a non-stryker bit were found inside the device. The stryker IFU warns only stryker approved accessories should be used. Internal debris can also interfere with the functionality of the device. Therefore, it is likely the reported event was due to the use of a non-stryker bit and internal debris.